Manufacturer narrative:
(B)(4). Taper ii. Based upon the model number and serial number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The report of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the event date, implant date, explant date, diagnostic testing, patient data or further event details.

Event description:
Healthcare professional reports, patient developed a "further leak" and "has not developed a tubing fracture about 3 or 4 cm proximal to the connector and unrelated to the connector between it and the band".